Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
B5 has been updated to include information previously captured in 2182207-2023-01948 as it was determined that this information pertains to this report instead. Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the charging system error message with service code 1707 may be related to charger positioning and can often be corrected by adjusting the charger positioning on the ins. The patient has recently been implanted (one week). During the phone call, it was reported that the patient needed an x-ray to check the position of the battery. Although you said that the battery seems quite shallow. The fact that the error appears with two different chargers strongly suggests that there is nothing wrong with the charger. As said on the phone, at the beginning of a charging session, it was noted an "excellent" coupling. As said on the phone, this excellent indicates that the charger is able to sense the presence of the battery, and does not refer to the quality of the coupling. Coupling quality is displayed during the charging session. Additional information was received from the manufacturer representative (rep). It was reported that the patient was experiencing a return of symptoms: retention. Battery depletion was also reported because impossible to charge. Three wireless rechargers were tried. The issue was not resolved.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was difficulty recharging implantable neurostimulator (ins). The physician is suspecting that an ins implanted in a patient is defecting. On 2023-oct-16 additional information was received. It was reported that they are indeed dealing with difficulties with recharging the ins. The healthcare professional (hcp) claims that the ins is superficial and parallel to the skin, and the patient is reporting difficulties to recharge the battery. Because of that, both the hcp and the patient are suspecting that the ins is not working properly, which translates into the difficulties to recharge. With the rechargeable ins, the patient reports difficulties in recharging the battery, which was confirmed by using another wireless recharger. The patient was previously implanted with an interstim ii, and the rechargeable ins was implanted in the same pocket as the interstim ii. According to our implantation manual, the interstim micro should be implanted under the skin to a maximum depth of 2.5 cm, like the interstim ii. However, they know that the implant pocket is larger than that required for rechargeable ins. They cannot exclude the possibility that the rechargeable ins may be implanted deeper than intended, or that it may be tilted. In the event of a deeper or tilted implant, the effectiveness of recharging may be reduced, or patient may not be able to recharge the battery while still being able to communicate with the programmer. X-rays of the implant confirm that the battery appears parallel to the skin, but that it seems to be a little deep, which could explain the difficulties in recharging the battery. The hcp suspects that the battery is not working properly and would like to replace it. With deeper or tilted implants, recharging efficiency may be reduced, or you may not be able to recharge the battery and still communicate with the programmer. 2023-oct-18 additional information was received. The manufacturer representative reported patient will be seen in october.

Manufacturer narrative:
B5 has been updated to include information previously captured in MFR report #2182207-2023-02089 as it was determined that this information pertains to this report instead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. From the rep. They reported patient will be see in october by surgeon.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The rep reported issue has been resolved.

Manufacturer narrative:
G2: country france medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that patient had retention symptom return. It was impossible to recharge to the implantable neurostimulator (ins) so the battery depleted. They tried three other rechargers and did an x-ray. No cause known.